Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of over 500 mg/dl at the time of the incident. The customer was at 410 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as dehydration, nausea, vomiting, and blurred vision. The customer was wearing the insulin pump during the incident. Troubleshooting was completed as the customer declined. The customer started out low before getting the highs. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08650 inches.